Event description:
In 2008, the patient reported that "a while ago" he experienced elevated blood glucose (400 mg/dl) and he discovered that his infusion device had shut down without warning. He stated that he removed the power pack from the infusion device for 30 seconds and then reinserted it. The infusion device immediately alarmed e2 (power pack depleted). He injected insulin via syringe to lower his blood glucose. His normal blood glucose range is 80-140 mg/dl. He stated that he was using a recalled power pack that had been in use for over 2 weeks. He stated that he was aware of the power pack recall. The patient was advised to discard all recalled power packs. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient did not have an exact date of the incident and did not retain the alleged power pack. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.